Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch and hand switch were replaced during the service call. The reported issue is currently under investigation.

Event description:
The customer reported that the system locked up during a case. The system had to be removed and the procedure was completed with another system. There was no pt injury or death reported.